Event description:
The following has been reported: nurse reported: unable to back prime. Pump displayed "upstream occlusion" attempted to backprime into a bd 20ml syringe & into secondary tubing, neither were successful. Tubing is available for investigation. This was practice tubing- not used on a patient. No harm. "Although a fresenius kabi administration set was being used, the model# or lot# was not disclosed by the customer." A preliminary review identified the following issue: unable to back prime. An active infusion was not stopped. Reporting as a conservative measure. No adverse effects were reported. Additional information is needed to complete the investigation.